Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 500 mg/dl since (B) (6) 2009 due to occluded infusion tubing. He stated the occlusions occurred after one day of use. The pt stated he has hardening of the skin. The changed the infusion set and injected insulin via syringe to lower his blood glucose. The pt's normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.